Event description:
End user reported that the device leaked during filling. There were no adverse effects, as the products were not used.

Manufacturer narrative:
Evaluation summary: the product was leak tested. During testing, the cassette was found to leak at the weld area between the outlet tube and the medication bag. This issue was likely caused by an incomplete weld during manufacture.